Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Use error/air removal the tandem pump user guide instructs the user to remove any residual air from the cartridge. Cold insulin the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air from the cartridge during the load sequence and loaded cold insulin into the cartridge. Tandem technical support educated the customer that this is off label. Customer loaded a new cartridge to resolve the issue. The customer¿s blood glucose level was 333 mg/dl.